Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to report the results of the legal manufacturer¿s investigation and correction. Updated fields: d4, d8, d9, h3, h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection and the reported failure was confirmed. The probe tip is cracked, splitting the probe in half causing the error message. A definitive root cause could not be identified. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The following patient identifiers are linked: (B)(6) and (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during laparoscopic hysterectomy procedure, this subject device had a probe damage indication. This occurred with two devices used during the procedure. The procedure was delayed for more than 30 minutes while the patient was under sedation and was completed with an olympus back-up device. There were no reports of patient harm.